Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced shortness of breath and chest pain during a diagnostic coronary angioplasty which revealed a severe lesion of the ostial left main coronary artery. Injection of the coronary artery caused the patient to go into cardiac arrest and prompted the team to implant an impella cp and treat the vessel in the catheterization laboratory. During impella cp support, the patient lost distal pulses in the impella leg. Vascular surgery was consulted for intervention, but it is unknown what treatments, if any, were performed. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Event description:
Additional information was received indicating that the patient's pedal pulses returned after the patient was weaned from vasopressor therapy. No additional intervention was required.

Manufacturer narrative:
New, additional information provided by the medical team was added to b5.